Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error during boot-up. The evaluation of received device (B)(6). Logs shows that the reported technical error startup code appeared on september 13 and 14, 2021. September 13 will be used as the date of event. When the returned control pcb was installed in the reference ventilator the reported startup error code was immediately confirmed. The problem was permanent. Electrical measurements on the control pcb showed that an inductor on the control pcb was broken. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup through the reported technical error code and during ventilation with a related error code. Audiovisual alarms will be generated. The conclusion is that the reported problem with a communication error at startup was confirmed during the investigation. An inductor on the control pcb was broken, but why the inductor broke could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).